Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an "iabp may require maintenance" . The iabp was replaced with another iabp device and continued assistance. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an "iabp may require maintenance" . The iabp was replaced with another iabp device and continued assistance. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Running test was performed with simulated heart rate at 130 bpm. Approximately 2 hours later, an alarm "iabp may require maintenance" appeared and the reported issue was confirmed to be reproducible. At the maintenance mode, the drive pressure regulator reading was noted to be 395mmhg and vacuum regulator reading was 275mmhg. The regulator was calibrated; however it would not be adjusted to be the proper value. Thus, the issue was suspected to be caused by the regulator or scroll compressor. In order to isolate the cause of the issue, the scroll compressor was removed from this iabp unit and was installed in another iabp unit. Then running test was performed with simulated heart rate at 130 bpm again for 3 days. The issue was replicated at another iabp unit as well. Therefore the scroll compressor was replaced. After replacing of the scroll compressor, a routine preventive maintenance was performed. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.